Event description:
It was reported that the ccu will not distinguish colors. The customer alleges that during a procedure the picture suddenly went orange and patient's body parts could not be distinguish. The device has been used all day without problems. The customer tried to adjust the white balance, factory settings and picture settings but these did not improve the picture. Another camera was tried, but did not resolve issue. The ccu was replace, but resulted in a delay in surgery of some two hours. Additional anesthesia was used during the delay. During the time the surgeon was unable to distinguish the patient's body parts, a hole was made in the patient's esophagus. This was unplanned and required 3 sutures.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The unit was left in burn-in, tested with different camera heads, monitors, and accessories at different locations for several days (10) and no deviations were noticed, the unit always displayed good video output and the color never changed to orange or any other abnormal color. The unit was inspected and the unit passed all the tests. The unit has the most current software for the front and digital boards respectively. It is difficult to determine the root cause of the issue observed at the account since we are unable to duplicate the problem in-house. However, a possible root causes could be the connections to other devices or the devices used along with the unit. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ccu will not distinguish colors. The customer alleges that during a procedure the picture suddenly went orange and patients body parts could not be distinguish. The device has been used had been used all day without problems. The customer tried to adjust the white balance, factory settings and picture settings but these did not improve the picture. Another camera was tried, but did not resolve issue. The ccu was replace, but resulted in a delay in surgery of some two hours. Additional anesthesia was used during the delay. During the time the surgeon was unable to distinguish the patients body parts, a hole was made in the patients esophagus. This was unplanned and required 3 sutures.